Event description:
It was reported that foley catheter was used on (B)(6) 2025 but it was naturally removed due to fixed water was leaking.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The initial reporter's fax number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was used on (B)(6) 2025 but it was naturally removed due to fixed water was leaking. Per notification from investigator on 12feb2026 it was reported that asymmetrical balloon and cuffing was found during sample evaluation on 17nov2025.

Manufacturer narrative:
The reported event is inconclusive due to material number for sample returned (2758j14) is different from the material number reported (1715j14). Photo: received four (4) photo samples. Three (3) photo samples showcase an overview of all-silicone foley catheter. Fourth photo sample showcase a piece of paper with native writing. Visual: received one (1) used all-silicone foley catheter without original packaging. Verified material number: 2758j14 and manufacturing lot number: ngjt2047. Visual inspection it was noted that material number for sample returned (2758j14) is different from the material number reported (1715j14). Per jde, sample received is the correct sample, therefore, material was updated to sample received information. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon observed at 100:0 (B)(4). The balloon passively deflated in under three (3) minutes with no leaks noted, returning 10ml of solution. Cuffing was noted. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s): d, h. Initial reporter phone number: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.